Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a faulty power supply unit, a e212 coming on monitor screen while doing release function due to a faulty printed circuit board, the foot switch was not working properly due to a faulty circuit board, a wire was found deformed and the net spacer was found damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus that during a bronchoscopy procedure, the evis exera iii video system center switched off automatically. When it was powered off/on, the device did not turn back on. The procedure was completed using another similar device. There were no reports of patient harm associated with this event.